Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient was experiencing burning when stimulation is on starting on (B)(6) 2017. A manufacturer representative is meeting with the patient on (B)(6) 2017 to evaluate the system. The issue was not resolved at the time of the report. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). On august 17, 2017 they met with the patient and did a device check. It was reported the patient was feeling the burning sensation at the ins site when stimulation was on and while charging when their device was on or off. Impedances were tested using the physician programmer, and all contacts 0-7 had results <10000 ohms. The rep had offered to perform reprogramming using only the viable contacts but the patient refused and wanted their device off for now. It was noted the patient said the device had been tremendous up until the burning sensation began. The cause of the burning sensation had not yet been determined. An x-ray was ordered and the patient will be following up with their doctor. No additional symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported the x-ray results were non-remarkable. It was reported the lead was intact. The cause of the burning was unknown and the patient still felt burning when stimulation was on and while charging their device. The unit was turned off to resolve the burning. No further complications were reported.